Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect troponin result between different tube types drawn at same time from one patient. The result provided were: on (B)(6) 2025 sid (B)(6) initial from yellow tube specimen=0.075 ng/ml /repeated=0.297 ng/ml green tube specimen drawn at same time= < 0.010 ng/ml /repeated= < 0.010 ng/ml the customer concerned for this green tube type specimen results/ redrawn green tube specimen sid (B)(6) initial=0.029 ng/ml /repeated=0.030 ng/ml redrawn green tube specimen sid (B)(6) =0.079 ng/ml. Yellow tube specimen=0.062 ng/ml. Laboratory reference range for troponin= < or =0.050 ng/ml; > 0.050 ng/ml consider cardiac event. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission being send to cross reference MDR -01 for likely cause changed on (B)(6) 2025; architect i1000sr processing module, list number 01l86-40 to architect troponin reagent, list number 02k41-27. All further information will be submitted under MDR 1415939-2025-00031-00.

Event description:
The customer observed falsely decreased architect troponin result between different tube types drawn at same time from one patient. The result provided were: on (B)(6) 2025 sid (B)(6) initial from yellow tube specimen=0.075 ng/ml /repeated=0.297 ng/ml green tube specimen drawn at same time= < 0.010 ng/ml /repeated= < 0.010 ng/ml. The customer concerned for this green tube type specimen results/ redrawn green tube specimen sid (B)(6) initial=0.029 ng/ml /repeated=0.030 ng/ml, redrawn green tube specimen sid (B)(6) =0.079 ng/ml, yellow tube specimen=0.062 ng/ml. Laboratory reference range for troponin= < or =0.050 ng/ml; > 0.050 ng/ml consider cardiac event. There was no reported impact to patient management.